Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. It should be noted that the coronary dilatation catheters (cdc), mini trek rx, global instructions for use, specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed, de novo, mildly calcified, concentric lesion in the mildly tortuous mid right coronary artery. The 2.00x12 mm mini trek balloon dilatation catheter (bdc) was advanced without resistance and was air aspirated inside the anatomy prior to use. The bdc ruptured during the first inflation at 5 atmospheres. There was no resistance during removal. A non-abbott bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.